Event description:
A plate and screws were implanted for a 4 level fusion surgery in 2001. 5 months later, x-rays indicated screws were detached from the plate. Implants have not been removed from the patient.